Event description:
Over the past few years I have experienced many painful dental issues. At my last dentist appt on sept 21st the doctor found that I have an abscessed tooth and two more badly decayed teeth that will require extraction. Last month I had an erupted tooth removed along with guided tissue regeneration and bone replacement graft for ridge preservation. I also have gum disease. My dentist told me that he has to figure out why I'm having so many problems with my teeth and asked if my meds had changed. I told him no, but that I used a CPAP machine. He said that many of his patients with dental issues used a CPAP machine. I did some research and I am convinced that these recent problems and those in the past are due to my CPAP. I don't understand why I was not warned about this risk when I started the treatment, as I am with prescription medications. My CPAP machine has been recalled and I purchased a new one out of pocket. I am wondering if I can receive any compensation. I have spent (B)(6), lost work time, and experienced much pain. Thank you for your time. (B)(6). FDA safety report ID # (B)(4).